Manufacturer narrative:
Device was not implanted; device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the 6fr angio-seal deployed in the package prior to patient involvement, per the lab tech report. There were no adverse effects, and the product is still in the package. Additional information was received on march 6, 2018. Another angio-seal device was used to achieve hemostasis. There were no other devices or equipment used with the reported product. There was no blood loss.

Manufacturer narrative:
One 6fr angio-seal vip device was received for product analysis. No other components were received for analysis. Only the carrier tube assembly was received. The returned device was subjected to visual analysis where a blood-like substance was found on the carrier tube assembly. The deployment sleeve was in the forward lock position with the color bands fully concealed. The anchor at the distal tip of the carrier tube assembly was fully exposed. There was no bypass tube or packaging returned with the device. Based on the returned device the complaint could be confirmed for a detached bypass tube as the bypass tube was not found covering the anchor. The complaint description states that the "product is still in the package and available to send in for review." However, the described packaging was not returned. The cause of the bypass tube detachment is unknown. The IFU stresses the need to properly open the polyfoil pouch by stating, "under strict sterile conditions and using a sterile field, remove the angioseal device contents from the foil packaging, taking care to pull foil apart completely before removing the angioseal device." There is no evidence that this event was related to a device defect or malfunction. However, based on past complaint records; if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. The exact cause of the reported event cannot be definitively determined based on the available information.